Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty on the his bundle (right ventricular (rv)) lead was encountered. His signals could not be seen on electrograms (egm) following initial implant. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.